Manufacturer narrative:
Hospital's anesthesiologist reported that the screen was frozen on the g9 bedside monitor during a case. It was connected to an anesthesia machine when the buttons on the screen was not reacting to their touch. The numerical values still flow across as normal however, they cannot select parameters on it to view. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
Hospital's anesthesiologist reported that the screen was frozen on the g9 bedside monitor during a case. It was connected to an anesthesia machine when the buttons on the screen was not reacting to their touch. The numerical values still flow across as normal however, they cannot select parameters on it to view. No patient harm was reported.